Manufacturer narrative:
There was no medication/intervention associated with the incident. A device evaluation was performed with no issues found. Service was unable to duplicate issue. The device history record confirms that the product passed and met all requirements before releasing. The burn is considered an expected side effect and not related to the aro incident. Due to the site reporting the device firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the trigger is very sensitive and fires twice unintentionally. Patient experienced a burn on the underarms and groin following a laser hair removal treatment using vectus.